Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The device is part of the advisory for this model. Evaluation summary (B) (4) analysis of the device found a high current drain condition. Electrical analysis revealed the cause of the high current drain was current leakage in the battery filter capacitors.

Event description:
It was reported the device was explanted and replaced due to premature battery depletion. In addition, the pace/sense lead was exhibiting oversensing. The lead remains in use. No patient complications were reported as a result of this event.